Event description:
The report received from the affiliate indicated that during a percutaneous endovascular procedure, the physician was delivering the palmaz genesis 6.0 x 18 stent mounted on an amiia balloon catheter to the intended renal artery target lesion and noted that the stent had slipped out of position on the balloon catheter. The stent delivery system (sds) was then removed successfully from the patient (with the stent still mounted). The physician used another palmaz genesis stent to complete the procedure successfully. There was no reported patient injury and the patient was in stable condition. There was no additional procedural, target lesion or patient information available. The product was inspected and was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no additional procedural, target lesion or patient information available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.